Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure, this right atrial (ra) lead had to be explanted due to accidental dislodgement. It was noted the helix mechanism extended and retracted as expected, but was unable to secure well into the atrial tissue. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of additional intervention. Updated b5. Describe event or problem: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a revision procedure, this right atrial (ra) lead had to be explanted due to accidental dislodgement. It was noted the helix mechanism extended and retracted as expected, but was unable to secure well into the atrial tissue. The ra lead was returned and device evaluation was completed. No additional adverse patient effects were reported.